Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of an explantation of a desara device (B)(4) performed during mesh implantation. The following outcomes were attributed to the device: pain, erosion, dyspareunia, and bowel problems. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic laparoscopy with lysis of adhesions, insertion of subcutaneous hormonal pellets, cystoscopy, removal of an unknown mesh; due to menopause, pelvic pain, dyspareunia and mesh erosion.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, nocturia, urinary frequency, vaginal odor, and urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal itching, some vaginal discharge and recurrent urinary tract infection.